Event description:
It was reported via repair work order that the litter seat section assembly was bent and cracked. Sharp edges were accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.